Manufacturer narrative:
(B)(4) unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. DHR review was done, and out of this job of 30, there was one (1) recorded reworked sn# different from the reported sn# for similar error. The job folder# (B)(4) of the agent bench sn# (B)(4) assembled with this 1410ag board also shows the agent bench passed all functional test during the job with measured frequencies within range.

Event description:
It was reported that the gas calibration failed due to agent zero unstable errors.